Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty motherboard. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high-frequency electrosurgical unit displayed an error e486 (no instrument connected). The issue occurred during a therapeutic unspecified procedure. The procedure was completed with the same device. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.